Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Incident as reported: laparoscopic cholecystectomy - "surgeon was using scissors to cut the common bile duct and the tips of the scissors would not cut. To make the cut thoroughly, the surgeon had to put the scissors across the duct. The surgeon felt this was unacceptable and not safe as it could increase the chances of cutting the entire bile duct. The surgeon was unhappy; he couldn't make precision cuts with scissors."